Event description:
Physician treated for corneal abrasions. No prognosis at this time. Tray containing solution was bumped causing the lid to fly up and back down into the solution/tray, splashing solution into the physician's face and eye.